Event description:
At end of surgical case suction turned off and disconnected. Prior to discarding suction liner large port on suction liner blew off resulting in a large volume of contaminated fluid going into rn's eyes.